Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on november 30, 2009 alleging that her onetouch ultra meter started to power off during use "approx 3 weeks ago." After the reported issue occurred, the pt continued to take her usual dose of metformin and glipizide. She claimed, she started to become shaky and felt funny "few days" after the reported issue began; however, she denied she received any form of treatment as a result of the reported issue. No other blood glucose results were reported. The csr walked the pt through troubleshooting on the phone and noted that the meter did power off prior to the expected shutoff time. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury after the reported power issue occurred. In addition, the reported power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.